Manufacturer narrative:
Submit date: (B)(6) 2016. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. The manufacturing lot number associated with this complaint was provided and a device history record (DHR) review was performed and no deviations related to this failure mode were found. There are no non-conformance related to the reported issue. The DHR review indicated that there was no quality issues associated with the failure mode. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. The following are possible causes for the failure present: operator mis-execution, misuse, instruction for use not followed (connections, infused substances), machine malfunction, inspection failed or not performed. However, without the sample it is not possible to determine a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100 in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a uvc catheter. The customer states after hooking up the umbilical arterial catheter line fluids, it was noted that there was an air bubble with fluid coming out of the catheter tubing on the permanent part of the uac where the silicone/plastic catheter connects to the hub. The staff reported the catheter had a break in it.